Event description:
The customer reported pressure and volume fluctuations. The nellcor service technician (st) verified that the pressure and volumes were out of spec. The (st) inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.